Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states actuator makes a high pitch sound and black lubrication is starting to show on the actuator.